Event description:
It was reported that the stent detached and was positioned below the lesion requiring additional intervention. A 7.0x30x75cm express ld vascular was selected for use. During the procedure, while attempting to remove it and before placement and inflation, the stent became detached and remained stuck at the entrance of the undeployed 6f introducer. A 3x40 balloon was inserted into the stent, slightly inflating it to push it back into the iliac artery. However, it was unable to pass through the lesion. It was inflated to its full size in the common iliac artery below the lesion and another stent was placed inside, covering the lesion. There were no patient complications as a result of this event.